Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it providing low fio2 (fraction of inspired oxygen) readings, as well as low exhaled tidal volume (vte) levels was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings, as well as low exhaled tidal volume (vte) levels. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section b3, date of event, of the initial medwatch report stated: blank. Section b3, date of event, of the initial medwatch report should have stated: 7/22/2024.